Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of motion sensor test failure alarm. The customer's blood glucose reading was normal, did not require medical treatment. No further details were given.

Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to confirm the motion sensor test failure alarm and unable to perform any tests due to motor error alarm.